Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. However, the alleged issue is not present within the investigation window. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display screen became frozen. It was determined that the issue was related to the mobile application. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.